Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that on an unknown date, an unknown occluder was selected for implantation. It was reported that several weeks later, the device embolized, and was explanted from the patient. The patient is recovering. The patient remained hemodynamically stable throughout the procedure. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. No information was provided to confirm the device embolization. Based on the information received, the cause of the reported incident is consistent with under sizing of the device. There were no related complaints associated with any other devices from the lot.